Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2013-00826. It was reported that during a percutaneous coronary intervention a stent was implanted in a location other than intended and a stent dislodged. The 90% stenosed target lesion was located in the calcified proximal to mid left anterior descending (lad) and left circumflex (lcx) arteries. The lesion was pre dilated with a 1.5 x 15 mm and a 2.0 x 15 mm non bsc balloon. The 2.25 x 24 mm promus element plus stent delivery system was advanced to the mid lad, but was unable to cross the lesion. The physician deployed the stent in the proximal lad. Then the physician implanted a 2.75 x 24 mm promus element plus stent from the left main trunk (lmt) to the proximal lad, and jailed the prox lcx, but not overlapping the implanted 2.25 x 24 mm promus element plus stent. The 2.25 x 12 mmm promus element plus stent delivery system was advanced to the distal of the mid lad, but was unable to cross the previously deployed stent, so they decided to deploy the stent at the proximal lcx. They dilated the strut of the 2.75 x 24 mm promus element plus with the 1.5 mm non bsc balloon, and tried to advance the 2.25 x 12 mmm promus element plus stent delivery system to the prox lcx. The tip of the device came into contact with the previously deployed stent and they were unable to advance the 2.25 x 12 mmm promus element plus stent delivery system to the prox lcx. The 2.25 x 12 mmm promus element plus stent was detached inside the patient during the several attempts to cross the lesion. They retrieved the 2.25 x 12 mmm promus element plus stent with the snare and dilated prox lcx with the balloon. No further patient complications were reported and the patient's status is good.